Event description:
It was reported that during the implant attempt the physician implanter said that the lead felt "scratchy" as he was advancing it into the vein. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead.